Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:10:04. During night drain cycle one, the patient's ultrafiltration reading was 1385ml, indicating the home patient drained 1385ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method code ¿ 3372. The device was returned to baxter and evaluated. This is an ancillary service event. A visual inspection was performed with no abnormalities noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.